Manufacturer narrative:
Investigation summary: "material #: 368836 lot/batch #: 1355119 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube with water, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the holder separating from the non patient end needle. The following information was provided by the initial reporter. The customer stated: the attached holder on the needle fall apart due the blood collection. No injury happened. No death and no needlestick. During the blood collection the holder on the needle loses from the needle part.